Event description:
It was reported that the biomed stated that the arctic sun device was getting alert 113 (reduced water temperature control) during use and would like to send it in for repair and get a loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The case data was evaluated and confirmed the cooling issue. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. Serviced the mixing pump sn (B)(6), the device needed to be primed to autofill. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device. The circulation pump sn (B)(6) was serviced. Replaced the heater lot 1836 with lot 2301, and replaced both manifold o-rings and drain valves. Replaced the double bend tube and the chiller evaporator outlet tube the device was put through a functional check. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed stated that the arctic sun device was getting alert 113 (reduced water temperature control) during use and would like to send it in for repair and get a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.